Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: no observed. ¿ anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "exchange from textured to smooth implant due to the patient's concern with the product". Healthcare professional later reported left side "implant was stained yellow" and "was not able to find any tears or holes in the implant but thinks it may be ruptured due to the staining". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "exchange from textured to smooth implant due to the patient's concern with the product". Healthcare professional later reported "rupture". Device has been explanted.